Event description:
It was reported that the air-in-line alarm occurred with multiple microset low sorbing 1 port 0,2 filt, sets, even when liquid was inside them. Additionally, it was reported that flow rates starting at "about 600ml/h (maybe even 500ml/h)" could not be achieved any higher with the same sets. The following information was provided by the initial reporter: "we have problems again with onc00006 sets, with one specific lot number ¿ 12815499. The problem is, that air-in-line alarm occure on the pump, even if there is liquid in the sets and the set is without bubbles. The problem is mainly with higher flow rates, but also with lower flow rates. The other problem is, that the with those sets we can not achieve higher flow rates. The problem starts at about 600ml/h (maybe even 500ml/h) and then higher. The pumps are set up correctly of course and they work with other lots, but not with this one. We got some used sets with this lot number back from the hospital and we tested them in our lab and the situation is just like I said. We can not say that all the sets with this lot number are not ok, but the percentage with this issue is too big."

Manufacturer narrative:
The device listed is not a finished medical device by bd and therefore should not have been reported. MFR# 2243072-2020-01639 is cancelled and void as a result.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. The reported lot # [12815499] was not found for the reported catalog # [onc00006]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the air-in-line alarm occurred with multiple microset low sorbing 1 port 0,2 filt, sets, even when liquid was inside them. Additionally, it was reported that flow rates starting at "about 600ml/h (maybe even 500ml/h)" could not be achieved any higher with the same sets. The following information was provided by the initial reporter: "we have problems again with onc00006 sets, with one specific lot number 12815499. The problem is, that air-in-line alarm occured on the pump, even if there is liquid in the sets and the set is without bubbles. The problem is mainly with higher flow rates, but also with lower flow rates. The other problem is, that the with those sets we can not achieve higher flow rates. The problem starts at about 600ml/h (maybe even 500ml/h) and then higher. The pumps are set up correctly of course and they work with other lots, but not with this one. We got some used sets with this lot number back from the hospital and we tested them in our lab and the situation is just like I said. We can not say that all the sets with this lot number are not ok, but the percentage with this issue is too big."